Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 90% stenosed, severely tortuous and moderately calcified distal right coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the fifth imaging run, the proximal shaft of the catheter separated outside the patient. The procedure was completed by using another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was detached, imaging core drive cable was broken, coiled and twisted and the imaging window was stretched. Based on the evidence, the as reported code of sheath detachment of device or device component is confirmed.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 90% stenosed, severely tortuous and moderately calcified distal right coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after the fifth imaging run, the proximal shaft of the catheter separated outside the patient. The procedure was completed by using another of the same device. There were no patient complications reported.